Event description:
(B)(4). I decided before I have birth to my second child that I no longer wanted anymore kids and expressed that I wanted to have my tubes tied. I was told I had to wait til six weeks after having baby. So I was told about essure , how they don't really the tubes anymore and the essure was a less invasive, non surgical, permanent form of birth control. I was implanted in 2012 and was put completely under out cold, I ask you how is this non surgical?!?!? After placed I was in so so so much pain that I could not hardly even walk. Was put in a little side room with a curtain as I balled my eyes out do to the pain and cramping, I was told this was normal. After three years of pain, I finally put two and two together and figured put that it was the essure!!!! I had vaginosis non stop for three years...discharge mostly clear smelly , lower back and pelvic pain all the time, dizziness, blurred vision, painful cramping, three periods in one month , tell me that's normal!?, irritable, covered in hives all over my body, felt like a baby moving in me turns out it was my tubes spasming!!!!, my stomach pooched out past my blobs and I looked and was asked all the time if I was pregnant, gained over 65+ lbs, on two separate occasions I was eating and both times my tooth literally broke down the middle!!!, had a root canal, and a crown done, I never had problems with my teeth until essure, went in to my doctor quite urgently having a few tests done because I swore I was having a heart attack! I was told it was stress, anxiety, put on propanolol to help, the list goes on and on. At the age of (B)(6), I had a hysterectomy leaving ovaries and have never felt better!!! Do you hear me?????!!!! I am real!!!! My kids lost so much of the real me and for that bayer you should be ashamed of yourselves!!

Event description:
(B)(4). I forgot to mention my teeth are a mess now. I used to have perfect teeth and now I eat very carefully. Because of essure, my teeth are so week and brittle, I have had a root canal done and a crown all out of my own pocket. Now I have three other teeth that have completely split down the center, they are broken and the dentist has no idea what the heck is going on with my teeth!! It hurts to eat and this isn't fair!! Even after my hysto three months ago I still have tingling in my toes hands and forearms. I am still fighting the constant uti infections since my hysto. The brain fog or cloudiness is slowly getting better.

Event description:
(B)(4). I also wanted to add that essure made having sex completely unbearable due to the pain, I also wanted to add I was super low on vitamin d, horrible leg pain that I am kinda still getting it's like a heaviness to my legs and cramping .